Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The impact to the patient beyond that which has already been reported in the complaint cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue, joint laxity and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka surgery surgery had been performed, the patient presented to or unstable. This adverse event was treated by a revision surgery on (B)(6) 2023, in which an unknown journey bcs knee insert was replaced. Patient current health status is unknown.